Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that patient's neurostimulator was giving "irregular" impedances and was not providing therapeutic effect. Impedances did show that there was an open circuit. The neurostimulator and lead were replaced with good outcome. The patient recovered without sequelae.